Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube window corners, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by the customer that their insulin pump keypad is unresponsive. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.